Event description:
The device was used on a patient in an alleged sca. There were no allegation of a malfunction during its use. During a clinical review of the saver evo files at heartsine it was noted that the device did not record placing pads on the patient.

Event description:
The device was used on a patient in an alleged sca. There were no allegation of a malfunction during its use. During a clinical review of the saver evo files at heartsine it was noted that the device did not record placing pads on the patient.

Manufacturer narrative:
No fault found on the returned sam 300p. Potential user error. During the reported patient-involved event, the device was powered on and began to prompt the user to apply the pads. The pads were attached at 00:00:47 but the impedance immediately went out-of-range, and remained out-of-range until the device was powered off at 00:01:00. The user was therefore advised to ¿check pads, press pads firmly to patient¿s bare skin¿ throughout this period. During the investigation, the device was found to be correctly measuring impedance throughout the specified range, even under the stress of elevated temperature. The device delivered the full shock therapy sequence without fault and was confirmed to record ECG data accurately without noise or other abnormalities. Furthermore, no fault was identified on the pogo pins or patient output cables. Information from the device memory indicates the device had been previously used in multiple patient involved events throughout its time in service. The device had analysed multiple patient rhythms without issuing a ¿check pads¿ prompt, indicating no issue with the impedance detection at these times. The fault may have been due to any number of things, for example, incorrectly positioned or poorly adhered pads. Alternatively, moisture may have been present on the skin, resulting in low impedance measurements. However, this could not be confirmed and no pad-pak was returned for investigation. This device shall by retained by heartsine as per complaint handling procedure.